Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection were carried out on the device: no dry blood or contrast agent was found in the circuit. There was no damage noted on the returned catheter and on the balloon. The catheter and the stent were found completely separated. The balloon was returned folded and crimping marks of the stent were identified on its surface. The stent was found damaged, with several flattened cells, included the extremities of the stent. During the analysis, the crossing profile of the stent was measured in the area that seems intact.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use scuba co-cr peripheral bare metal stent to treat a lesion in the iliac that exhibited 80% stenosis and no tortuosity. No difficulties noted when removing the device from the packaging, minor difficulties removing the protective sheath. The device was inspected before use with no abnormalities noted. The device was being used with a 7f sheath which was inspected and flushed prior to use with no issues noted. During the procedure the stent was inserted through the guide wire in to the 7f long sheath. No resistance noted loading the device into the sheath, however, when passing the stent through the sheath the stent got dislodged in to the sheath. The physician removed the stent with the sheath and put new 8f guide and deployed another scuba stent and completed the case. No clinical sequelae reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).this event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions